Event description:
A customer observed imprecise and higher than expected vitros phbr quality control results on a vitros 5600 integrated system. Results of 56.39, 63.98, 59.36, and 58.81 g/ml were obtained from the biorad level 3 control fluid versus the expected value of 46.89 g/ml. In addition, results of >80.0 (4x), 77.92, 72.91, 71.06, 76.72, 73.66, 74.25, 71.98, and 72.49 g/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 58.49 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros phbr quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced multiple analyzer parts and performed adjustments to the microslide incubator and iwf metering modules to return the vitros 5600 integrated system to expected operation. Following completion of these service actions and recalibration of the same reagent lot, acceptable vitros phbr performance was observed. The investigation found no evidence to suggest a reagent malfunction occurred. The root cause of this event is instrument related.